Manufacturer narrative:
The suspect device was returned to olympus and evaluated. Based on the evaluation and findings, olympus confirmed the reported complaint of "failed to open and close." Although a definitive root cause could not be established, it was noted that heavy corrosion was present on the jaw, which may have compromised the characteristic of the metal, causing it to break and resulting in the users' experience. Per the instruction manual under the warning section, page 27 states: "1. Reprocess the instrument immediately after use, first by immersing it in a neutral, low-foaming, medical grade detergent solution, then following the cleaning and sterilization procedures given in this chapter. Failure to reprocess the instrument immediately after use, or using other than a medical-grade detergent may cause corrosion at the metal parts like the grasping jaws. This could impair the operation of the instrument or cause a part of it to break and/or fall off inside the patient". 2. Do not grasp objects or tissue with excessive force. The grasping jaws may become damaged and could fall off inside the patient. Continuously monitor the endoscopic image during the procedure, and make sure that the instrument appears and operates properly. If a part of the instrument falls off inside the patient, stop using it immediately. Use a spare instrument to retrieve the part".

Event description:
Olympus was informed that the sharp tooth grasping forceps jaws failed to open and close properly after 3 to 4 uses during the procedure. There was no reported patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event related information.

Event description:
No injury to the patient occurred and no medical intervention was associated with the reported event. The reported problem occurred during stent removal. The procedure was completed.